Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime/fill anomaly noted during test. The pump was used a liquid reservoir test and run a couple bolus then monitored for any bolus anomaly. Unit delivered properly all bolus were properly recorded at the history screens noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. Customer cannot recall blood glucose reading. Customer said insulin began to exit the line earlier than expected. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer was advised to discontinue from the insulin pump and revert to back plan per healthcare instruction. Insulin pump will be returning for analysis.